Manufacturer narrative:
Other applicable components are: product ID: 64002, lot# n422162, implanted: (B)(6) 2015, product type: adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient fell on and one of their implants shifted into the pocket of the other one in 2017. One of the implants was on top of the other. It was noted the patient had an appointment on november 10. No medical symptoms were reported. No further complications were reported.